Event description:
Customer reported that on (B)(6), 2013, at approximately 1:15 p.m., she received a reading of 122 mg/dl on her adc blood glucose meter prior to driving and getting into an automobile accident. Paramedics were called and upon arrival obtained a reading of 27 mg/dl, on an unknown brand of meter, which was compared to a reading of 95 mg/dl obtained on the adc meter immediately after the paramedic"s result. Customer was treated with an "IV and glucose" and transported to a local health care facility, where she was diagnosed with hypoglycemia. At the hospital, customer's blood sugar was checked (she did not know the results) and her insulin pump was disconnected "so that (she) would not get additional insulin". Customer was discharged from the hospital the same day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Additionally, the reported reading of 122 mg/dl was found in the meter's internal memory log, however, it should be noted, the reported reading of 95 mg/dl was not found during a review of the device's internal memory log. All pertinent information available to abbott diabetes care has been submitted.